Manufacturer narrative:
Product complaint # (B)(4). The product lot number is not available. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2019-00868.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿a case of bilateral dissecting aneurysm of the posterior inferior cerebellar artery¿ a (B)(6) year-old male patient with bilateral fusiform aneurysm rupture of the pica who underwent balloon assisted coil embolization with orbit galaxy complex fill 2.5 mm x 5 cm and orbit galaxy complex xtrasoft 3.5 mm x 7.5 cm, has developed incomplete wallenberg syndrome and upper limb superior right cerebellar syndrome 15 hours later after the operation, and an acute cerebral infarction